Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical attention was needed since the last call. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 343, 520, 403, 406 and 301 mg/dl. The customer's expected fasting blood glucose test result is 140 mg/dl. At the time of the call the customer reported feeling dizzy; customer did not need medical attention at the time of the call. Customer stated that when she woke up that morning ((B)(6) 2018) and took her blood glucose, it was 520 mg/dl and she was feeling nervous, so she called the ambulance. Customer stated that when she arrived at the hospital and her blood glucose was taken, the hospital's meter read 510 mg/dl. The diagnosis was high blood glucose. Customer stated that she was given IV insulin and when she left the hospital on (B)(6) 2018 (she was not admitted) her blood glucose was in the 200's (customer does not know the exact result from the hospital when she left). Customer stated that she was prescribed tramadol for pain and was advised to watch what she eats and to follow-up with her primary doctor. Customer stated that she is going to see her primary doctor for follow-up. Customer had performed another blood test using the truemetrix meter and obtained a result of 343 mg/dl fasting. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 357 mg/dl and 385 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).